Manufacturer narrative:
Continuation of medical devices. Model: dtba1d1, crt-d; implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission care alert was triggered due to the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia). Follow-up was completed at which time it was discovered the patient was deceased. The allied health professional (ahp) at the clinic noted that the patient had multiple other co-morbidities, and the patient had suffered from severe chronic obstructive pulmonary disease (copd), but an official cause of death is not available this time.